Manufacturer narrative:
(B)(4). The voluntary user medwatch number is mw5107309. The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a lynx system device was implanted into the patient during a procedure. Since the implant, the patient claimed to experience severe vaginal and pelvic pain. It was also reported that the patient experienced the following health effects: autoimmune reaction, fatigue, fever, foreign body reaction, arthralgia/joint pain, diaphoresis/night sweat, shaking/tremors, cognitive changes/cognitive issues and weight changes/weight loss. Additionally, disability or permanent damage was reported to be the outcome attributed to adverse event.

Event description:
It was reported to boston scientific corporation that a lynx system device was implanted into the patient during a procedure. Since the implant, the patient claimed to experience severe vaginal and pelvic pain. It was also reported that the patient experienced the following health effects: autoimmune reaction, fatigue, fever, foreign body reaction, arthralgia/joint pain, diaphoresis/night sweat, shaking/tremors, cognitive changes/cognitive issues and weight changes/weight loss. Additionally, disability or permanent damage was reported to be the outcome attributed to adverse event. *additional information received on march 29, 2022: the patient reported of having an upcoming surgery to remove the mesh.

Manufacturer narrative:
Additional information: block b5 block h6: patient codes e2330 and e2401 capture the reportable events of severe vaginal and pelvic pain, arthralgia, and autoimmune reaction. Impact codes f1202 and f1204 capture the reportable events of disability and permanent damage. Block h10: the voluntary user medwatch number is mw5107309. Block h10: the device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.